Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed by metal on metal system on (B)(6) 2010 via tha by using the pinnacle cup 50mm, the metal liner 36mm, the head 36mm, the c-stem size 2 high offset, the end cap, the centralizer, the cement restrictor size4. It was reported that the revision surgery was scheduled to be performed on (B)(6) 2019 by replacing the cup and stem due to pain that may be caused by looseness with metallosis on the acetabular side especially.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the returned products consisted of the stem, the shell, the metal liner, the metal head and two screws, one of which had fractured. A review of the fractured screw was requested. This was completed in report (B)(4). No manufacturing defect was identified in the report that required further action. It was not possible to identify the initiation point of the fracture. It was unlikely that a manufacturing defect was present. No corrective action is required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.